Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: material #: unknown. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the unspecified bd blood collection vacutainer tube, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: this complaint is for the lavender cap. On friday (B)(6) 2022 I attended an appointment to have bloods taken for test. At the appointment the phlebotomist noticed that I had a bd lanyard on and asked if I know whether the warm weather temperatures we are currently experiencing in the (B)(6) will affect the blood draw on tubes & that he had noticed that a could of tubes recently had not fully met the fill line, he said he'd that it more on gold caps, but had also seen the same on lavender caps. I asked if he had taken batch numbers but he didn't have that information, he also said he wasn't making a complaint but would be interested in understanding if the weather had an impact.